Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with tumescent infiltration pump. The customer states that during a procedure the tumescent pump would not pump fluid. Customer tried using the pedal and dial and the pump did not work. The dr then had to administer tumescent by syringe to complete the procedure. No medical intervention.